Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and moderately calcified. A sv/5.0-/4t/90 symmetry balloon catheter was advanced for pre-dilation. The device was initially inflated to 15 atmospheres, but the lesion was not fully dilated. A second inflation was performed at 18 atmospheres; however, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Returned to manufacturer date- update from 09/25/2018 to 10/01/2018.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and moderately calcified . A sv/5.0-/4t/90 symmetry balloon catheter was advanced for pre-dilation. The device was initially inflated to 15 atmospheres, but the lesion was not fully dilated. A second inflation was performed at 18 atmospheres; however, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patients status was stable. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning at the distal end of the proximal markerband and extending approximately 9mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.